Event description:
Situation: patient getting a paracentesis and the kit did not have the 2 ampules of lidocaine as listed in contents. Background: covid positive patient to receive a paracentesis at the bedside. Assessment: kit missing critical components--lidocaine. Recommendation: going forward check kits--lot# 0001461613 for ampules of lidocaine to see if issue is widespread.